Manufacturer narrative:
(B)(4). Batch # m5342l. The analysis results showed that one ecr45d cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m5342l. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a low anterior resection (lar) procedure, the device did not cut the tissue and the staple malformed with irregular shapes. Another reload was used to complete the procedure. Another like device was used to complete the procedure. There were no adverse consequences for the patient.